Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the shaver blade broke off during surgery. The pieces potentially remained in the patient as it was not confirmed after multiple attempts.

Manufacturer narrative:
Alleged failure: shaver blade broke off during surgery . The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause of the failure could be excessive force applied by the user, such as bending or prying, which may lead to the bending or breaking of the arthroscopic shaver blades. Additionally, the blade may have come into contact with a hard object, which could have damaged the teeth and impacted the housing edges. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the shaver blade broke off during surgery. Per additional information received, all broken pieces were retrieved.

Manufacturer narrative:
Per additional information received, all broken pieces were retrieved. Based on this, this event is no longer determined to be a serious injury MDR and is now determined to be a malfunction MDR.

Event description:
It was reported that the shaver blade broke off during surgery. Per additional information received, all broken pieces were retrieved.